Event description:
It was reported that when the device was used during an unknown procedure, the device cut but would not staple. The surgeon hand stitched the anastamosis. Post operative x-ray picture shows that there were no staples in the pelvis staple line. There was no consequence to patient.